Manufacturer narrative:
(B)(4) - needle detachment. The complainant indicated that the device was implanted and will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause of this event.

Event description:
It was reported to boston scientific corporation that during a prolapse repair procedure using a pinnacle anterior/apical pelvic floor repair kit, the physician threw a mesh leg assembly through the patient's left arcus tendineus. After firing, the physician noted that "[the capio needle] didn't catch on the capio and pull out like it is supposed to." The physician reportedly discovered that the needle was "stuck on the tissue on the pelvic side wall." The physician reportedly "yanked pretty hard on the [mesh leg] to try and pull the bullet out of the arcus tendineus but when he pulled, the bullet was stuck and the [leg] broke off from the needle." The physician attempted to locate the needle by palpation, but could not feel it. It was reported that the physician cut off the affected mesh leg assembly at the point "where the [leg] and body of the mesh meet." The physician then threw a stand-alone suture (type and manufacturer unknown) through the arcus tendineus ligament and tied this suture to the mesh body of the pinnacle device "right near" where the mesh leg assembly had been cut off. The physician completed this procedure with this amended device with no complications to the patient, who is reportedly "fine" post-procedure.